Event description:
In 2001, the user facility's general services coordinator informed the manufacturer's representative of the following: physician was taking out the device and the deivce catheter broke.